Event description:
It was reported that the user did not understand the rates and rhythms that were seen in the device based on the current parameter programming. The rates were higher than expected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the user did not understand the rates and rhythms that were seen in the device based on the current parameter programming. The rates were higher than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.